Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient woke up with a blood glucose exceeding 500 mg/dl. After treating via manual insulin injection the patient's blood glucose decreased to 101 mg/dl by dinnertime. Troubleshooting was declined. The insulin pump was not returned for analysis.